Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 20% fat emulsion was noted to be leaking after less than 24 hours of infusion. No patient harm reported.

Manufacturer narrative:
Concomitant products: non-bd needleless connector, therapy date (B)(6) 2016. The customer¿s report of an IV set leak was not confirmed. The set was visually inspected including the use of magnification; no damage or anomalies were observed. Functional and pressure testing was performed; no leaks or other issues were observed. The root cause was not identified.